Event description:
It was reported by the customer's mother that the customer had an issue with the bolus button not working on the insulin pump. Customer's blood glucose level was 153 mg/dl. Customer stated that it was working before dinner. The button stopped working a few hours later when the customer went to put in dessert. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Findings: no button response on the express bolus button due to j2/lcd keypad connector unlocked. Also received with cracked reservoir tube lip, scratched case, scratched reservoir tube window and minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).